Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the medications and orders were not dispensable. A technical support specialist requested to dial in to the device. The customer confirmed that the issue was not caused by a pyxis machine malfunction. The customer informed that printer services may temporarily stop and restart during a system reboot as dependencies are reestablished, which was considered normal behavior. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, nursing staff were unable to remove medications because the items appeared grayed out in the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.